Event description:
During a lavh case, the device would intermittently seal vessels. Surgeon changed out to a second device to effect a seal. No patient harm was reported.

Manufacturer narrative:
Analysis found an intermittent electrical open on the internal electrode wires. This failure mode will result in no coagulation effect to tissue.